Manufacturer narrative:
Inspected two opened and used reservoirs. Performed the catheter tips and occlusion tests. Reservoirs passed per specifications with no occlusion anomaly noted during analysis. Reservoirs connected and locked into place properly.

Event description:
Customer stated that the insulin pump is alarming no delivery. Customer has changed the infusion sets three times. The blood glucose reading is 213 mg/dl. The previous day, everything was changed except the reservoir, the blood glucose reading was 249 mg/dl. Customer mentioned hospitalization due to diabetes ketoacidosis and heart attack. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.